Manufacturer narrative:
The insulin pump powered up properly and no frozen display noted. The device passed self test. No audio anomaly or unexpected beeping sound occurred during testing. The device was programmed with the current time and date and monitored, the time incremented properly. All buttons functioning properly and no damage were noted in the keypad assembly. No unlocked joint connector and or lcd keypad connector noted during visual inspection. The device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube cracked, and missing end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 147 mg/dl. The father of the customer reported a frozen display on the insulin pump. The father of the customer reported using new batteries on the insulin pump. The father of the customer also reported that the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.